Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented postoperatively with anterior chamber (ac) hemorrhage, and elevated intraocular pressure (iop), both described as "moderate" and "non-serious". Per report, the anterior chamber hemorrhage required surgical intervention and is resolving, and the elevated intraocular pressure required medication and is unresolved. Additional information has been requested.

Event description:
The following additional information was obtained. Per report, the patient presented three (3) weeks postoperatively with vitreous hemorrhage in the left operative eye (os) which required surgical intervention. The event was described as "severe" with "significant" adverse patient impact, and is currently unresolved with the patient not recovered. Additionally per report, the patient's initially reported hyphema was treated with eye drop medication and was noted as "resolved".

Manufacturer narrative:
A review of the device labeling and associated risk documents was completed. Vitreous hemorrhage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Vitreous hemorrhage is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following information was obtained. Per report, the elevated intraocular pressure (iop) resolved on postoperative day two (2).

Manufacturer narrative:
A review of the device labeling and associated risk documents was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following additional information was obtained. Per report, the patient presented one (1) month postop with decreased vision in the left eye (os).